Event description:
During a procedure, doctor felt a shock to the right thumb. At this point dr changed gloves and continued to use the same pencil. Dr then felt another shock. The doctor reported two "pinpoint burns" on the thumb. According to the doctor, the burns were minor.